Event description:
It was reported that the balloon did not deflate before use. The customer initially had difficulty inflating the balloon and "pushed the syringe hard then the balloon suddenly inflated but it became unable to deflate". The catheter was not used and no patient injury occurred. The sales representative reported that the balloon seemed to inflate properly when he checked the device and commented that there might have been problems only at the beginning.

Manufacturer narrative:
One catheter was returned for evaluation with a monoject 1.5cc volume limited syringe. No introducer or contamination shield was returned. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No resistance was felt during injecting air with the returned syringe. No visible damage or deterioration to the balloon latex or balloon bonding sites was observed. No visible inconsistencies were found on the catheter body under the balloon when examined through the inflated balloon. Balloon deflation was achieved within 1 second and it was confirmed to be within specification. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using the returned syringe. Visual examination was performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing. No indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.